Manufacturer narrative:
Concomitant products: 406858 lead, implanted (B)(6) 1997.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The lead was inactivated but remained in patient initially but was later explanted and replaced. No patient complications have been reported as a result of this event.